Manufacturer narrative:
(B)(4). An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active cell-dyn (B)(6) who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved.

Event description:
The customer asked for assistance with the new cell-dyn ruby system integration. The analyzer then started generating shear valve position errors. The shear valve was replaced in order to resolve the issue. No impact to patient results, patient management or user safety.